Manufacturer narrative:
The lead was returned due to lead dislodgement and operation issue. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning the helix and applying torque to the connector pin, the helix could be extended/retracted, and helix extension length met specification. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
New information received notes that the lead was dislodged during implant procedure.

Event description:
It was reported that during implant procedure, patient's lead helix was not able to be fixated. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2024. There were no patient consequences.